Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic gastrectomy, the stapler failed to fire the loads and jammed completely. The surgeon was not able to press the green button and squeeze the handle. Another handle and reload were used to complete the procedure. There was no patient injury.